Event description:
It was reported to baxter (B)(4) that one (1) ce intermate sv50 device was observed leaking before use. The device was filled with pamidronate (90mg in 250ml nacl 0.9%). There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).additional narrative: per the reporter the device has been thrown out by the customer; therefore, the reported condition of "leaking intermate" could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release.